Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
*Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 37 mg/dl. It was reported that customer was experiencing low blood glucose and passed out. Nothing further was reported.